Event description:
It was reported that the ventricle lead has shown evidence of noise. It was also reported during the revision, the insulation stripped from the lead. Consequently, they were unable to remove the lead in it's entirety. The patient tolerated the procedure well and was discharged the following day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached depression; partial lead in segments was returned for analysis. All the conductors stretched and proximal conductor had blood/body fluid present. There was a white substance found.